Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a robotic lap. Lobectomy in which the device was used there was a bronchial staple line failure pos t-operatively. The patient needed a re-operation to correct the problem. The patient experienced a temporary injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, there was tissue damage. The incision was extended by more than 1 inch (2.54cm). No staple line bleeding or leakage; no saline submersion test done, but initial postop course characterized by zero air flow by digital drain. The patient is alive.